Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback cadiere forceps (ffcf) instrument was analyzed, and the complaint was not confirmed by failure analysis. No residual soils were observed in the gap/collar area or any proximal end components upon visual inspection. Manual articulation of the input discs was performed, and no issues were present. The instrument was tested multiple times on an in-house system. The instrument passed each of the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional.

Event description:
It was reported that after a da vinci-assisted surgical procedure, residual soils were observed in the gap/collar area of the force feedback cadiere forceps (ffcf) instrument upon inspection with a micro borescope after the instrument was decontaminated. The customer stated that instructions for use (IFU) was strictly followed, and the same issue did not occur on the other two force feedback instruments, which was decontaminated at the same time with the ffcf instrument. Intuitive clinical educator suggested that the debris could be retained carbon graphite fragments related to the manufacturing process. The procedure was completed.

Manufacturer narrative:
The information was received from manufacturer and user facility device experience report, mw5183541: instructions for use (IFU) appeared to be insufficient to properly clean the instrument. In addition, the construction of the distal end of the instrument made it very difficult to detect residual soils, which posed a significant risk to patients.

Event description:
Refer to h11 for follow-up information.